Manufacturer narrative:
Analysis results are not available at the time of this report. A follow-up report will be sent when the analysis is complete.

Event description:
It was reported that during a case for an intertrochanteric fracture, the nail attached to the targeter was impacted using the appropriate impactor. After confirming the positioning via x-rays, it was observed that the targeter and nail had separated. The surgical team removed the targeter and hardware and proceeded with a different implant system (gamma 3 instead of gamma 4). The surgery was completed, with no adverse patient consequences or need for medical intervention, though there was a slight surgical delay.

Manufacturer narrative:
Correction to d9 (product available to stryker), h3 (device evaluated by mfg), h6 (method code, results code , conclusion code). The reported event could be confirmed as the device was returned and matches the alleged failure. The received targeting arm was visually inspected, cracked from the center, dividing the carbon portion into two halves. The metal portion has completely come off from the assembly thread section the metal portion is stuck with the nail and nail holding screw. We also see brushing marks on the grabbing handle of the arm. The threaded portion of the metal part was observed with nick and dent marks. The functional inspection was conducted with the returned metal part by trying to fit it into the targeting arm, but it could not be fully inserted it could be inserted by the half section only which could be due to nicks in thread as well as due to the crack generation on the targeting arm. A review of the device history for the reported lot did not indicate any abnormalities. No corrective actions are required at this time. A review of the labeling did not indicate any abnormalities. No indications of material, manufacturing or design related problems were found during the investigation. Based on the investigation root cause can be attributed to user related damage is caused due to the application of high force while the insertion of the nail holding screw. If any additional information is provided, the investigation will be reassessed.

Event description:
It was reported that during a case for an intertrochanteric fracture, the nail attached to the targeter was impacted using the appropriate impactor. After confirming the positioning via x-rays, it was observed that the targeter and nail had separated. The surgical team removed the targeter and hardware and proceeded with a different implant system (gamma 3 instead of gamma 4). The surgery was completed , with no adverse patient consequences or need for medical intervention, though there was a slight surgical delay.